Event description:
Loss of capture, then loss of output at changeout.

Manufacturer narrative:
Evaluation summary: the device was originally determined to have no anomalies, but further analysis has confirmed an out of specification condition. Further analysis found a no output condition, which was the result of fractured interconnect ribbons (icr). The fractures were caused by movement of the icr due to delamination of the surrounding medical adhesive. The exact cause of the delamination is not known. It is believed the original determination of no anomalies may be due to the fractured edges of the icr making intermittent contact with one another at the time of the original assessment. But device manipulation during normal handling, and shipping to the u.s., may have caused enough separation at the fractured edges to produce the discontinuity which resulted in the out of specification finding when further analysis was performed.